Event description:
It was reported to philips that the system could not produce fluoroscopy or cine in middle of a procedure and a reboot did not solve the issue. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred middle of the afib ablation procedure, and the customer procedure was completed using portable c-arm. It was reported that the system could not produce fluoroscopy or cine in middle of a procedure. Review of the logfiles confirmed the malfunctioning frontal ip-pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the ippc has multiple errors. Fse replaced all three hard drives. After the replacement of three hard drives, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.